Event description:
The pt was on hemodialysis in the clinic in the hospital. One hour into the treatment, there were pt alarms for low systolic blood pressure. The clinician checked the pt and the pt appeared fine. Per policy they left to attend other duties. The clinician came back in ten minutes and noticed a pool of blood under the blankets. The venous bloodline was found to be leaking at the luer lock connection to the subclavian catheter. The pt coded and resuscitation attempts in the unit were unsuccessful.